Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod longer than 48 hours.

Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be kinked. Fluid was able to flow through the complete fluid path the timing and cause of the observed cannula damage could not be determined. As such, it could not be determined if the damaged cannula is conclusively linked to the reported event.